Manufacturer narrative:
H3, h6: it was reported that a polarstem modular head for 21000662 cracked. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure could be confirmed. Two distal parts of the device are broken off and were not returned. Apart from that, the device shows heavy signs of use such as scratches and gouges. Four additional complaints with batch a51136 with a similar reported failure mode were reported so far. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, based on the performed investigations, the relationship between the reported event and the device was confirmed. A modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. To date, no further corrective or preventive action are considered necessary. The returned device will be archived. B5, d1, d2, d4

Event description:
It was reported that a polarstem modular head for 21000662 cracked. It is unknown when this was problem was noticed. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that a polarstem ball head impactor cracked. It is unknown when this problem was noticed. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.